Event description:
Same case as MFR report # 6000089-2007-000413. It was reported that during a preparation for a ptca procedure, it was "noticed that both of the stents from the distal end was a little bit inflated". The event occurred outside of the pt. The procedure was successfully completed with a different device. Additional info has been requested.